Event description:
It was reported that the customer is not wearing the enlite sensors anymore because he was itching and does not want anything else attached to him. The mother stated that the customer did not lock the device and a manual bolus of 2.0 units was given while staying at the school; his son had a seizure and went to emergency room due to the accidental bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2014-81409.